Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approximately 82 months after the implant and after routine device replacement the lead impedance was under 200 ohms and oversensing was noted. Lead revision took place on (B)(6) 2018. A new brady lead was implanted for sensing and pacing and the high voltage part of the lead was left active in the patient.